Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hemodialysis (hd) patient (pt) experienced an anaphylactic reaction. It was unknown if medical intervention was performed for this patient. No additional information is available.